Manufacturer narrative:
Evaluation of the tms confirmed the complaint. The black button sticks slightly after depressing on both units received; causing the difficulties reported by the sales rep. This issue is consistent with prior complaints for this product code. The vendor implemented to update notes on the spring (used in the tms indicator) drawing to call out number of active coils, dead coils, and concentric coils. Furthermore, existing spring permits coils to collapse on each other upon full compression of the indication tool button. In some cases the button could become stuck or "click". Trends will be monitored for this or similar complaints.

Event description:
The sales rep reported that the certas tms kit indicator does not seem to be working properly. It seems to stick while attempting to verify the pressure as they are not toggling properly. There did not appear to be pressure on the bottom of the indicator from the scalp which would cause friction and reduce the likelihood of the indicator toggling freely. Some results with indicators are inconsistent even when the locator is kept in the same location on the patient. The patient has been experiencing symptoms of low pressure headaches, alternating with headaches and lethargy depending on where the valve is set.